Manufacturer narrative:
The product was not returned for eval. In addition, no lot number was provided.

Event description:
Following a shoulder procedure where a pt wore a painpump and the catheter was placed in the subachromial space, pt presented with pain and swelling in the surgical area. It is alleged that a piece of catheter was noted during x-ray. An add'l procedure was done to remove the catheter.